Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced a high blood glucose (bg) level. Bg value not provided. At the time of the report with tandem technical support the customer had not addressed bg level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.